Event description:
The trunk-ipsilateral device was advanced and positioned at the intended delivery site. Then the physician pulled on the deployment line and the device deployed within the introducer sheath. The physician forgot to pull the sheath back to the white marker before pulling the deployment line. With some help, the dr was able to advance the entire device out of the introducer sheath. During this part of the procedure, the device moved from the intended delivery site approx 2 cm and the ipsilateral limb covered the hypogastric artery. In order to not cover the contra-lateral hypogastric artery, a decision was made to place another trunk-ipsilateal device inside the already existing one as an aorto-uni-iliac approach including a surgically placed femoro-femoral cross-over graft. Final fluoroscopic view showed a likely, but not conclusive endoleak in the contra-lateral leg hole stump of the devices. The physician will continue to monitor the pt. The day following the procedure, the pt was doing fine.